Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.

Event description:
On 12/10/2024, it was reported by a facility representative via phone that an ar-8978-cp implant systems plastic drill guide snapped as they were using it. This occurred during a carpal, metacarpal procedure on (B)(6) 2024 no fragments entered the patient. The case continued using another ar-8978-cp. There was no patient harm. They do not believe additional anesthesia was required.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.